Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong nxt PICC was returned for investigation. A visual observation of the catheter revealed evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter extended 51.8 cm from the distal end of the strain relief oversleeve. Residue was observed on the external surface of the molded wing. The groshong valve was intact at the distal end of the catheter tubing. Two semi-circumferential creases were observed in the catheter 9mm and 17mm from the distal tip of the strain relief oversleeve. A hole was found at the terminus of the crease closest to the strain relief oversleeve. The hole was located in the blue material. The material around the hole was worn and granular. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a hole in the catheter. No defects related to the manufacturing process were noted on the complaint sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was observed from the catheter outside of the patient body. No other information was reported. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was observed from the catheter outside of the patient body. No other information was reported. No harm to the patient was reported.